Event description:
It was reported that patient presented for routine generator change procedure. Prior to procedure, it was noted that patient's atrial lead exhibited myopotential oversensing and p wave amplitude variation. The lead was capped and replaced on (B)(6) 2024. The patient was stable.